Event description:
Essure was implanted in 2007. Hsg test found full blockage of tubes 3 months later. Patient became pregnant in 2009. Dates of use: 2007 -- 2009. Diagnosis or reason for use: sterilization.